Manufacturer narrative:
Galderma laboratories l.p. (Importer) is submitting on behalf of q-med ab (manufacturer) exemption number: e2015005 galderma laboratories l.p., importer registration no. 1000118068 q-med ab, manufacturer, registration no. 9710154 us17008428 initial report (version 1) CAPA: the events are expected. No corrective or preventive action will be initiated. Manufacturing narrative: lot number was not reported. Pharmacovigilance comments: the serious events of necrosis, redness, pain and blanching at the implant site were considered expected and possibly related to the treatment. Contributory factors include the injection technique. The events resolved. The case did meet the criteria for expedited reporting to regulatory authority additional comments: device not available for evaluation.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 20-sep-2017 and a follow-up report on 25-sep-2017 by a physician which refers to a (B)(6) female patient. Medical history of hypertension. Concomitant treatments and allergies were not reported. The patient had previous toxins in the past at another facility. She had no filler history. On (B)(6) 2017, the patient received treatment with 1 ml (0.5 ml to each side) of restylane-l (lot unknown) to the tear troughs with an unknown needle type and unknown injection technique. At 1-2 days later after the injection, sometime over the weekend, the patient noted redness (implant site erythema) and pain (implant site pain) on the left cheek and left gum. Three days later, on (B)(6) 2017, the patient was seen by the provider's partner and noted blanchable (implant site ischemia) erythema. Four days later, on (B)(6) 2017, the patient experienced necrotic tissue(implant site necrosis) near the angular artery and infraorbital artery. Treatment for the adverse event included: hyaluronidase, nitro-bid [glyceryl trinitrate] and warm compresses. The patient was seen daily to bring back blood flow. Outcome at the time of the report: the events were recovered/resolved.